Event description:
The customer reported that the sys lost images and data, and would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The dsid card and disc cable were replaced. The sys was tested and found to be working as intended and put back into svc.